Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. Noise was reproduced when performing isometrics in unipolar configuration. It was noted that the patient was not rv pacemaker dependent. The device was reprogrammed, and the patient would be monitored. No adverse patient effects were reported. The lead remains in service.